Event description:
It was reported that a user experienced hyperglycemia on the ilet after a meal announcement, with a highest blood glucose of 265 mg/dl for about one hour, while the system was delivering corrective insulin and without device alerts. Symptoms included unknown manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included data sync and troubleshooting with education regarding meal announcements and device adaptation, with discussion of a potential factory reset to address suspected maladaptation. Investigation of this case revealed that repeated ¿more than usual¿ meal announcements likely conditioned the system to deliver less meal insulin, contributing to hyperglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user behavior contributing, and that a device reset and correct meal announcement use could mitigate recurrence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.